Event description:
It was reported that balloon rupture occurred. The 63% stenosed target lesion was located in the non tortuous and non calcified right iliac vein. A 14-4/5.8/75cm xxl vascular balloon catheter was advanced to dilate the lesion. However, during the third inflation at 3 atmospheres, the balloon ruptured. The device was removed over a wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The 63% stenosed target lesion was located in the non tortuous and non calcified right iliac vein. A 14-4/5.8/75cm xxl vascular balloon catheter was advanced to dilate the lesion. However, during the third inflation at 3 atmospheres, the balloon ruptured. The device was removed over a wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 6mm proximal of the balloon to distal tip bond and extending approximately 9mm proximally across the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.